Manufacturer narrative:
On 28 feb 2023, the patient contacted irhythm via email regarding an allergic reaction to wearing zio xt. The patient reported the patch caused itching almost immediately when placed but was tolerable. Approximately six days later, the patient experienced hives all over their body that were worsening, and the patient ultimately went to the emergency room. The patient received treatment for wheezing and was prescribed treatment for the reported reaction. Skin irritation is a known inherent risk of the device. Device manual warnings section read as follows: ¿do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. ¿if skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.¿

Event description:
The patient reported skin irritation and allergic reaction caused by zio xt. The patient presented to the emergency department where treatment was prescribed to the patient. This report is being submitted in response to mw5115424.